Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, introducer difficult to snap to remove from patient. Guidewire noted to be bent near introducer site despite prior examination and no visible kinks evident. On flushing the PICC small puncture noted with saline leakage. PICC removed and new PICC inserted with no difficulties. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter w/ 3cg stylet. A gross visual inspection of the returned unit found that a circumferentially aligned tear was present on the catheter tubing at the tip of the flushing hub cannula. Additionally, a kink in the stylet was observe at the same location as the tear. Microscopic inspection of the fracture site found that the fracture surface was granular and the edges were rounded, suggesting that the tubing had been damaged by a dull instrument. Based on the location and features of the fracture relative to the flushing hub cannula, it is likely that the catheter tubing was damaged due to excessive manipulation of the catheter/stylet during use. This complaint will be recorded for future trending and monitoring purposes.